Event description:
A medtronic rep reported that a green hue was being displayed on the surgeon's monitor. After troubleshooting the cable between the staff cart and surgeon monitor, the rep was bale to get a clear image. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. A continuity check on suspect part found opens for pins 1, 9 and 10 of the fischer connector. RMA issued for a new cable. Replaced cable to resolve the issue. System fully functional.